Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, and a replacement device was arranged with instructions provided for shutdown, data sync to the mobile app, return of the original unit, and standard startup on the replacement. Symptoms included hyperglycemia up to 211 mg/dl for approximately 30 minutes, without ketone testing, backup therapy, medical intervention, or other assistance. Outcomes included no injury, no hospitalization, and no long-term health effects. Investigation included collection of event details and coordination for device replacement and inspection of the returned device . Investigation of this device revealed physical damage to the display consistent with a cracked screen; the device otherwise remained functional, and the component at issue was the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling damage.